Manufacturer narrative:
Additional info received: x-ray review: post-op films from deformity correction are provided. These appears to be a unilateral rod fracture at one of the lumbar levels. Fusion status is unknown. Coronal deformity correction appears satisfactory. Root cause: unknown.

Manufacturer narrative:
Additional info received.

Manufacturer narrative:
Additional info received: pt identifier, age/date of birth, date of event, describe event or problem, model #/lot #. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Levels implanted: t3 to illiac pre-op diagnosis: adult scoliosis disbalance sagittal lumbar.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent a procedure for scoliosis using a rod which broke inside the patient post-operatively. Patient had lumbar pain due to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.